Event description:
When tab is torn off inlet port number of humidifier bottle it does not always produce a hole that is circular but rather oval in shape causing o2 to leak at the fitting connection. Infants use low flow amounts (1/32 to 1/4 lpm) and may cause desaturation, however, monitor hook-up is back up and directions for use of this unit should be read and administered correctly, possibly causing the opening tear instead of "snap off" as directions state.